Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler is not working properly. The staples are jamming in the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73f1700492 was manufactured on 06/26/2017 a total of 12,000 pieces. Lot was released on 06/30/2017. DHR investigation did not show issues related to complaint. Revision of (B)(4) rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the stapler is not working properly. The staples are jamming in the stapler. There was no patient injury.

Event description:
It was reported that the stapler is not working properly. The staples are jamming in the stapler. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). DHR could not be completed since the lot number was not provided. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its staples properly aligned. The stapler was received with 27 staples left in the cartridge indicating that at least 8 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. Both staples fired were able to engage and close into the foam. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.